Event description:
It was reported that during insertion in an implant procedure, an audible click was heard when the implant was half-way opened. The physician loosened the screw completely to remove the device, and it was then that the implant disconnected from the inserter in the patient. The physician used forceps to remove all pieces of the collapsed implant, and was able to complete the procedure using another device of the same model. The device was retained by the facility; and therefore, device analysis could not be completed.